Event description:
Same case as MDR ID: 2134265-2015-02728. It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral. A 6f 50cm non-bsc sheath was advanced to the left side. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous left superficial femoral artery (sfa). After a 10 non-bsc guide wire crossed the lesion, a 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. During the first inflation at 4 atmospheres for 5 seconds, the contrast media was leaking. When the device was removed from the patient's body, it was noticed that the balloon had ruptured longitudinally. This device was exchanged with a 4.0mm x 220mm x 150cm coyote¿ balloon catheter. Post dilatation was performed. It was noted that the pressure gauge of the indeflator would not go up. Angiography was performed and revealed that contrast media was leaking. When the device was removed from the patient, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).